Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and the day of adverse event reported at one day (pod1) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1032 captures the reportable event of "vomiting requiring treatment at another hospital." Imdrf impact code f08 captures the reportable event of "the patient was treated at another hospital."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Only one naviguide device was used. One day after the procedure, the patient experienced vomiting and was treated at another hospital. However, the details of the treatment were not reported. Per physician's assessment, the event was serious, was possibly related to the device, and probably related to the procedure.